Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported that the dexcom g7 continuous glucose monitoring (cgm) application was displaying blood glucose (bg), but the ilet was not. While on the call, the ilet began showing bg readings again, with a value of 218 mg/dl. The user had just eaten breakfast and announced the meal. Insulin delivery resumed normally. Blood glucose (bg) was corrected by resuming ilet dosing. No symptoms were experienced by the user during the event, and no outside assistance, or medical intervention were reported.